Event description:
The customer reported a communication error. This resulted in a system lock up. System functionality was recovered with a reboot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.